Manufacturer narrative:
E1: customer information is corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10: a philips field service engineer (fse) reviewed the alarm logs from the pic ix. Per the fse, alarms were present on the ix logs for that bed at around the time it was reported. There was no product malfunction; the alarms were seen on the pic ix alarm log, and were paged. The customer was trying to find out who was assigned to the bed for paging. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the philips information center ix (pic ix) did not alarm and a patient death occurred. This occurred on (B)(6) 2020 between 4:00 am and 6:00 am in bed 9e-26c. It was noted there was a vtach paged (to cisco) at 5:08 am and then a asystole alarm paged (to cisco) at 5:17 am.